Manufacturer narrative:
(B)(4). The customer had problem reading the lot number and reported that it is sr1h15017. The device was not returned and the lot number is not valid; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system experienced a leak. There was no patient involvement. No additional information is available.